Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that before an unknown procedure, it was found that the tyvek had been damaged before the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.